Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to possible infection of his left knee , patella was spinning and poly swap.